Event description:
It was reported that the user announced meals and used meal entries as corrections in an improper manner, which led to blood glucose fluctuations including a reported low of 32 mg/dl; the user treats lows with milk and crackers, and a low was treated with glucagon, and a factory reset was discussed but not completed due to timing and supplies. Symptoms included hypoglycemia and hyperglycemia. Outcomes included an unexpected medical intervention requiring medication and a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue involved improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.